Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with infusion set infusion set fell off during use on (B)(6) 2024. The exact duration of use was unknown, but issue occurred between 2-3 days. The blood glucose level was 320 mg/dl and patient resolved the event by replacing infusion set and resumed insulin successfully. No further information available. No further information available.

Manufacturer narrative:
E1: patient city: san diego.